Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The quantum maverick mr balloon catheter was being used for post dilation. Upon the first inflation to 14 atms a balloon rupture occurred. The duration of inflation is unknown. The balloon was successfully withdrawn and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good.'

Manufacturer narrative:
Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).